Event description:
It was reported that the patient coded on the table during a drg implant on (B)(6) 2023. Patient was revived and talking after the case.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.